Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead dislodged during implant. Repeated implant attempts were made but the lead still dislodged. The patient was noted to have thin tortuous vessels and it was felt the lead was not thick enough to stay in place. The lead was removed but was not replaced. No patient complications have been reported as a result of this event.